Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the aviva system. The customer alleged that she received an incorrect blood glucose result on her aviva system, which led to an incorrect bolus recommendation. The customer did not allege an issue with the bolus advisor, but alleged that the incorrect result is what caused the incorrect advice. The customer could not recall what the result was or what the bolus recommendation was. The customer did dose her insulin based on the bolus advice, but can not recall the amount that was taken. A few minutes later the customer lost consciousness, and her husband called an ambulance. The paramedic's meter read hi mg/dl and they provided treatment to the customer. The customer could not recall what type of treatment the paramedic's provided. The customer was transported to the hospital. Upon arrival at the hospital, the customer's blood glucose was over 1000 mg/dl. The hospital treated the customer with unknown fluids, lantus, and humalog. The customer was hospitalized for 3 days. Upon discharge her blood glucose level was around 250 mg/dl. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.